Manufacturer narrative:
H3: product analysis of pss unknown tool with unknown lot number: no conclusion can be drawn, as the device was not returned. Product analysis of ad03 with serial: p04181100- evaluation could not reproduce the reported malfunction of removal difficulty. The likely cause was identified as inadequate preventive maintenance. It was also noted that laser markings faded and scratch and dents found over the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: ad03, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy, the tool bur attached to the ad03 was broken, the broken piece could not be removed. No patient impact reported. On follow up it was confirmed that there was a no patient or staff impact. It was also confirmed that there was no procedure delay, no fragments left inside the patient.

Manufacturer narrative:
Product analysis for pss unknown tool:evaluation determined that the tip of the tool is broken. The likely cause of the failure could not be determined. Product analysis of ad03 with serial: (B)(6) - evaluation determined that the broken piece of the tool could not be removed. The likely cause of failure could not be determined. It was also noted that laser markings faded and scratch and dents found over the device. Details of the correction: 1. D9 updated from "no" to "yes" 2. H3 updated from "no" to "yes" 3. H6 fdr and fdc updated. 4. H8 usage of device updated from "reuse" to "initial" 5. H11 product analysis updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed that the details of the tool were unknown.